Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. The contrast was already set at the maximum setting. Unrelated to the display issue, the battery compartment was found to be cracked with no evidence of moisture corrosion in the battery compartment.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump's display screen was discolored, reportedly the issue had persisted for months. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.